Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient experienced decreased pain relief. A catheter dye study was attempted; the hcp was unable to access/draw out medication or csf (cerebrospinal fluid) through the catheter access port. The patient subsequently underwent a catheter revision on (B) (6) 2010. The catheter was noted to be fractured by the anchor; a new distal segment was implanted. Per the reporter: "no negative consequences were reported."